Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9, h3,h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide (lg) glass cover was chipped; the universal cord is scratched; a component failure of the universal cord; a component failure of the distal end cover glass; water droplets inside the glass of the light guide bar; e104; the copper platinum on the heating plate had come off. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during set up / inspection for use, the image of the subject device was green and there were white spots in the image and a defect was in the universal cord. There were no reports of patient harm.